Manufacturer narrative:
1. DHR review: the complaint lot#2320424, complete the assembly in suzhou plant1 on 2022.dec.16, lot quantity is 48066ea review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot 2. Sterilize rvw exempt rationale: check the production batch record, the sterilization process is normal, the bi sterility test passed, and the eo residue test passed, the product met the requirement of bi sterility test before released, refer to the attachment (B)(4). 3. Returned sample analysis: not able to confirm the indicated failure mode since no returned defective unit sample or photos 4. Causes analysis: according to preview ma feedback, there are many factors that cause the skin redness and wellness. Common is mainly caused by drug infusion (including configuration solution). Other possible related factors include: puncture through the blood vessels was not found in time, resulting in leakage or small hematoma caused by local swelling, disinfection during operation is not strict and causes infection, some drugs may cause skin redness and wellness, the physical reasons of the patient itself. Conclusion: no found any abnormal for the assembly & sterilization process and production line & the production environment. Not able to confirm the indicated failure mode since was not received defective unit sample or photos, so cannot identify the root cause related with production h3 other text : see h10.

Event description:
Since the beginning of august, we have been experiencing problems with our subcutaneous infusions: necrosis, subcutaneous abscess, inflammatory injection site requiring the infusion to be removed. Our kt insertion protocols have not changed. Here is the batch of kt and reference that we are currently using: bd saf-t intima 24g reference (B)(4), lot number 2320424, exp 30-11-2026. Since the beginning, we have had 6 patients affected, including : 2 subcutaneous abscesses, 1 point of necrosis at the injection site, 3 inflammatory injection sites requiring removal of the kt. We obviously have a lot of infused patients at the moment, which mechanically increases the probability of infections on the kt. However, this is the first year that we have had infections on the kt, whereas every summer our proportion of infused patients is the same.

Event description:
T was reported that the bd saf-t-intima¿ straight yel 24ga x 19mm experienced adverse event without identified device. 6 of 6 related files. The following information was provided by the initial reporter, translated from french to english: since the beginning of august, we have been experiencing problems with our subcutaneous infusions: necrosis, subcutaneous abscess, inflammatory injection site requiring the infusion to be removed. Our kt insertion protocols have not changed. Here is the batch of kt and reference that we are currently using: bd saf-t intima 24g reference 383318 lot number 2320424 exp 30-11-2026. Since the beginning, we have had 6 patients affected, including : 2 subcutaneous abscesses. 1 point of necrosis at the injection site. 3 inflammatory injection sites requiring removal of the kt. We obviously have a lot of infused patients at the moment, which mechanically increases the probability of infections on the kt. However, this is the first year that we have had infections on the kt, whereas every summer our proportion of infused patients is the same.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.